Event description:
"Tip of catheter broke off on removal. Radiological exploration ascertained that tip was extra-arterial catheter tip left insitu." "The tip will not be removed per the surgeon. Patient is doing fine."

Manufacturer narrative:
Four embolectomy catheters from the same lot (1043775) were returned. Two appeared to be intact and unused; two presented with remnants of blood in the nooks and crannies of the balloon's windings. The 2 unused catheters were inspected visually, then exposed to a battery of tests including leakage, balloon strength, failure mode, and spring tip strength. All parameters met specs. The strength tests in particular exceeded specification by a factor of approx 2-3 times. One of the two "used" catheters could not be inflated, the inflation lumen was blocked. Since all catheters are inflated and immersed in saline to test for leakage as part of our internal inspection procedure, the blockage likely after use. It is not unusual for the saline used to inflate the balloon to dry inside the catheters lumen post procedure. This can prevent future re-inflation. The second "used" catheter was missing the catheter's spring tip, the distal balloon winding, and approximately 75% of the balloon. The remaining 25% of the balloon was still attached to the catheter body. The source of the breakage is unknown. Failures of this sort are typically caused by over-inflation, exposure to adverse environmental conditions, excessive handling or deposits in the vessel. It may also be caused by off-indications use. The mhra report identifies the catheter as a "dilatation catheter". If applied embolectomy catheter is used in a dilatation procedure, that too would reflect off-indications use. The root cause of the customer's experience is unclear. The investigator was unable to draw a definitive conclusion due to insufficient info related to the conditions preceding and surrounding the event.